Manufacturer narrative:
This device is not available for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to wound dehiscence. The system was replaced with a transvenous system. No additional adverse patient effects were reported.